Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. After set customer declined troubleshooting for high blood glucose reading. Customer blood glucose was 30-40's while he was moving furniture. Customer drank a pop and blood glucose reading went high. Customer prefer having high blood glucose reading than low blood glucose reading. Customer blood glucose reading was 480 mg/dl because he took all the glucose. Customer gave himself 22 units and high blood glucose was not treated. Sensor will be returning for analysis. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.